Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the patient's partner found the patient was hypoglycemic, confused, and unable to hold a conversation while the cgm was displaying 6.0 mmol/l. The patient's bg was checked and displayed 2.2 mmol/l. The patient remained conscious, sat down and the patient's partner provided the patient glucose (a sugary drink). At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.